Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on november 2017 by the foot and ankle int journal ¿modified brostrom procedure using distal fibular periosteal flap augmentation vs anatomic reconstruction using a free tendon allograft in patients who are not candidates for standard repair.¿ the study reviewed 17 patients and identified bicep ankle instability resulting in partial wound dehiscence with bioabsorbable interference screws in 1 patient during the year follow-up period. Ref: choi hj, kim dw, park js. Modified brostrom procedure using distal fibular periosteal flap augmentation vs anatomic reconstruction using a free tendon allograft in patients who are not candidates for standard repair. Foot ankle int. Nov 2017;38(11):1207-1214. Doi:10.1177/1071100717726303.